Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room. Post-sensed t-wave oversensing was observed on stored egm, and the device delivered inappropriate therapy. The device was reprogrammed and remains implanted.